Event description:
Reported via (B)(6). It was reported that device did not seal occurred. A left atrial appendage closure procedure was performed, and a 40mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine follow-up on (B)(6) 2025, the patient reported that the transesophageal echocardiography (tee) revealed that the device had a 5mm leak. The patient remains on anticoagulant medication (eliquis). There was no intervention performed or planned at this time.